Event description:
It was reported that the right ventricular (rv) lead exhibited elevated threshold. The lead was explanted and replaced. The patient is participating in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: a3dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.